Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant medical products: mentor memorygel breast implant 600cc, catalog number 3546001, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a mentor memorygel breast implant 550cc and experienced rupture on the left side postoperatively. The rupture was discovered during explantation on (B)(6) 2019. As a result, the patient underwent removal and replacement with mentor memorygel breast implants 650cc, catalog number 3506504bc, serial number (B)(4) (r) and serial number (B)(4) (l).

Manufacturer narrative:
Device evaluation summary: during visual evaluation of the sample, it was received ruptured. It was also observed an area of siltex cracking within the damage. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds in shell of siltex breast implants. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).